Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. The right ventricular (rv) left bundle branch lead exhibited t wave oversensing. It was further reported that the patient experienced a heart rate below the implantable pulse generator (ipg) lower rate. The rv lead and ipg remain in use. No further patient complications have been reported as a result of this event.